Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise on this rv lead led to inappropriate shock delivery. Lead and device were explanted and replaced. Should additional information become available, this file will be updated.